Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-aug-2018 with the following findings: during investigation, the pump was returned without the battery cap. The battery compartment was found to be cracked. There was evidence of moisture corrosion only in the battery compartment and a leak test failed due to a battery compartment leak. There was no moisture found anywhere else in the pump. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. The reporter alleged that the battery compartment was found to be cracked and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.